Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was kinked, and an imaging core windup with a coiled drive cable and an imaging window detached were near the lap joint section. Impedance test also showed an electrical open proximal waveform between 130-140 cm from the distal housing. Lastly, media inspection also revealed there was no image displayed at the ilab screen. E1: initial facility name: (B)(6) hospital.

Event description:
Reportable based on device analysis on 04 jun 2024. It was reported that catheter issue occurred. The 90% stenosed target lesion was located in severely calcified left anterior descending artery. An opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device could not show an image from the beginning. The procedure was completed in with another of the same. No patient complications were reported. However, device analysis revealed device imaging window was detached near the lap joint.